Manufacturer narrative:
Date of event: the best estimate date is during 2018. If implanted; give date: unknown/not provided. If explanted; give date: not applicable as there is no indication lens has been explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient called to report, that he was experiencing distance visual issues, lack of clarity and fuzzy. Patient reported when he is looking at a tree he can only see the green, but not the leaves in details. Six (6) days after the surgery, the patient was examined by his retina specialist who observed some debris in his eye, and stated that the debris was possibly on the intraocular lens (iol). Reportedly, visual acuity is 20/25; however, the patient disagrees. The patient has no issue with close up vision; it is fine. The patient was advised to discuss his concern with his doctor. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.